Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently experienced a blood glucose level of 29 mg/dl, and was treated with glucose by paramedics. Customer also reported that he lost consciousness and was given glucose tablets. Blood glucose level at the time of the call was 254 mg/dl, which was treated with the insulin pump. The customer stated that he had been having absorption issues in which he has high blood glucose levels that suddenly drop very low. The insulin pump was not replaced or returned for analysis.